Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure. The therapy pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
It was reported that the device was delivering abnormal energy levels. This is an out of the box failure. There was no pt use associated with the reported failure.